Event description:
A patient reported experiencing inaccurate high results with a one touch ii hospital meter. The patient's blood glucose results were 563 compared to the labs 326 mg/dl. Tests were done 5 minutes apart. Patient did not experience any adverse events. No further information has been reported.